Event description:
It was reported that the patient experienced discomfort due to inappropriate shock and presented remotely via merlin.net. Review of transmission revealed that the implantable cardioverter defibrillator (ICD) exhibited incorrect interpretation of supraventricular tachycardia (svt). No intervention was performed. The patient was in stable condition.